Event description:
Event description cpi received information that this implantable pulse generator (ipg) had no pacing, no telemetry, and no magnet response. The patient had been using a chain saw, felt ill, and reported to the hospital with an intrinsic rate of 40 beats per minute. The ipg was explanted and a new one was implanted.